Event description:
Received external report of a patient with an acute cavity wound packed with exufiber ag. Patient presented to emergency department (ed) with erythema, pain and swelling requiring ivabs. Product attributes (lot number etc) are unavailable and the product was discarded. Available information indicates that medical intervention was required. This complaint has been assessed and classified as a serious event associated with use of a molnlycke product and is considered reportable to the us FDA. See ed notes below provided by treating facility: surgical wound - r ankle excision of ganglion (28/3) day only (acute cavity wound) (B)(6) - local ed bleeding at surgical site (B)(6) - local ed? Surgical site infection - pain, redness and swelling - hith & IV augmentin - crp 14 heavy growth of normal enteric flora moderate growth of normal skin flora. (B)(6)- local ed - dvt - doac commenced -crp 14, 12 on (B)(6) (B)(6) - 2/52 post op fracture clinic removal of sutures - nil issues (B)(6) - local ed - blood-soaked dressings, dehiscence, maceration (B)(6) - exufibre ag rope packed into cavity (already a full thickness dehiscence) -macerated -high levels of exudate (B)(6) referred to ed with increased pain, pressure, swelling and redness -exufibre ag ceased -xr - nothing, -crp 7 -heavy growth of skin and enteric flora.

Event description:
Received external report of a patient with an acute cavity wound packed with exufiber ag. Patient presented to emergency department (ed) with erythema, pain and swelling requiring ivabs. Product attributes (lot number etc) are unavailable and the product was discarded. Available information indicates that medical intervention was required. This complaint has been assessed and classified as a serious event associated with use of a molnlycke product and is considered reportable to the us FDA. See ed notes below provided by treating facility: surgical wound - r ankle excision of ganglion ((B)(6)) day only (acute cavity wound) (B)(6) - local ed bleeding at surgical site (B)(6) - local ed? Surgical site infection - pain, redness and swelling - > hith & IV augmentin - crp 14 heavy growth of normal enteric flora moderate growth of normal skin flora (B)(6)- local ed - dvt - doac commenced -crp 14, 12 on (B)(6) (B)(6) - 2/52 post op fracture clinic removal of sutures - nil issues (B)(6) - local ed - blood-soaked dressings, dehiscence, maceration (B)(6) - exufibre ag rope packed into cavity (already a full thickness dehiscence) -macerated -high levels of exudate (B)(6) referred to ed with increased pain, pressure, swelling and redness -exufibre ag ceased -xr - nothing, -crp 7 -heavy growth of skin and enteric flora. Fu1- updated to include investigation results.